Manufacturer narrative:
D9 updated; the product has been returned. Corrected data: d1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the direct surgical access to support the surgical patient in need of a coronary artery bypass graft surgery due to known coronary artery disease. The patient's other underlying medical history was not shared. The pump was supporting when on day 4 of the support there was concerns of hemolysis. The physician troubleshot by reducing the p level of the pump. The pump remained on for support til day 7 and was weaned and explanted. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.